Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that returned provisional exhibits signs of repeated use and has fractured medial side. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. This report is number 1 of 2 mdrs filed for the same patient. Reference:0001822565-2017-00547.

Event description:
It is reported that he instruments broke during trial intraoperatively. There was no adverse effect to the patient.